Event description:
The pt reported not being able to adjust stimulation on her implantable neurostimulator (ins) and a display of "call your doctor" icon was seen on the programmer with a power on reset condition noted. The pt met with the MFR rep on (B)(6) 2011 to reprogram the ins. Since the reprogramming, the pt was reported as being fine now.

Manufacturer narrative:
(B)(4).